Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the adhesive had a gap present due to peeling. Additionally, the unit was leaking. The play of the angle knob was out of normal state due to the elongation of the angle wire. There were scratches present on the operation part, the switch box, the right and left control knobs, the grip, and the scope connector. The curved rubber adhesive was also noted cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer initially reported that his evis lucera duodenovideoscope had unspecified defects on the distal end. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that the adhesive was peeling and forming a gap between the plastic cover and the adhesive part of the phone tie.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. This supplemental report includes information added to b5 and e1. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the malfunction found during evaluation (adhesive peeling and forming a gap between the plastic cover and the adhesive part of the phone tie).